Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was set incorrectly. It was reported that the patient was akinetic. Subsequently the pump rate was reset to the "ordered values" and the patient was given antibiotics and a uro splint due to urosepsis. Per reporter, no additional information is available. No additional adverse effects were reported.